Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient reported they have been in the hospital for the past eight weeks due to an unrelated issue and three weeks ago, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with intravenous and intraperitoneal unknown antibiotics for this peritonitis event. The antibiotic treatment was completed ¿last night.¿ the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.